Manufacturer narrative:
(B)(4). Customer returned pump for an alleged moisture exposure to the pump and crack at the back of the pump found on the event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection corroded battery tube, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. Confirmed corroded battery tube, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had crack and water damage. The insulin pump had damage around battery cap. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.